Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right atrial (ra) lead was dislodged and was found during an office check. Moreover, an attempt to reposition the lead was performed; however, the physician was unable to get a good result. Hence, the physician opted to extract the lead and replaced with new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was dislodged and was found during an office check. Moreover, an attempt to reposition the lead was performed; however, the physician was unable to get a good result. Hence, the physician opted to extract the lead and replaced with new lead. No additional adverse patient effects were reported. Additional information indicated that lead dislodgement was confirmed by fluoroscopy. In addition, high threshold was also noted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm dislodgement including high threshold based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Moreover, known inherent risk was based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this right atrial (ra) lead was dislodged and was found during an office check. Moreover, an attempt to reposition the lead was performed; however, the physician was unable to get a good result. Hence, the physician opted to extract the lead and replaced with new lead. No additional adverse patient effects were reported. Additional information indicated that lead dislodgement was confirmed by fluoroscopy. In addition, high threshold was also noted.